Event description:
On (B)(6) 2012 it was reported that the pump discharged insulin during the load cartridge step. The patient noted that the incident occurred twice; he confirmed that he was not attached during the load step. The patient confirmed that there was no trauma to the pump, no changes to the screen, and no alarms prior to the incidents. At the time of the contact, the patient said that he was in the hospital for a condition unrelated to diabetes and that a nurse would assist with a backup plan for insulin delivery. This complaint is being reported due to an unresolved issue with the load step.

Manufacturer narrative:
Recall status report - 2531779-03/24/2010-003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history verified a ''no cartridge'' detected and ''loss of prime'' warning. The rewind, prime and load steps were not able to be performed due to the ''no cartridge detected'' alarm. The force sensor was found to be out calibration. The pump cover was removed and the force sensor shim plate was found to be contaminated with a green substance. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. A new display screen was inserted and the display screen illuminated to normal contrast. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.